Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 235 mg/dl while using the ilet, and the device delivered correction doses as expected; glucose began to decrease during the call following a recent supply change. Symptoms included no reported clinical symptoms. Outcomes included no hospitalization, no emergency treatment, and no alarms. Investigation included customer support troubleshooting and education conducted remotely. Investigation of this case revealed no device malfunction and no alarm conditions, and the event resolved with device-led correction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.